Manufacturer narrative:
The insulin pump was not in manufacturing mode. The pump was received with severly scratched lcd window, scratched display window cover, cracked keypad t select button, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring, and scratched case. Unable to perform displacement test and unable to lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 221 mg/dl at the time of the incident. The customer reported a crack in the case and the reservoir compartment o ring is missing. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.